Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 23.85 pg/ml accompanied by a data flag. The sample was repeated twice, resulting in values of 52.99 pg/ml accompanied by a data flag and 23.63 pg/ml accompanied by a data flag. The troponin t reagent lot number was 512050. The reagent expiration date was requested, but not provided.